Manufacturer narrative:
Initial reporter occupation: senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. Implant date: the legal brief states that an unspecified cordis filter was implanted between december 14, 2012 and september 24, 2013. The exact implant date was not provided. As reported a patient underwent placement of an unknown vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, fracture, and migration of fractured struts. According to the medical records the patient had a history of large pulmonary embolus (pe), thyroidectomy, bilateral hip arthroplasty, hysterectomy, oophorectomy, and pericardial tamponade, arthritis, carpal tunnel syndrome (right wrist), hypertension, obstructive sleep apnea on CPAP, pulmonary hypertension, and vasculitis. The indication for the initial filter implant was pe and did not tolerate anticoagulation well. A competitor retrievable inferior vena cava filter was implanted via the right common femoral vein, below the level of the renal veins. The patient tolerated the procedure well. Subsequently, the competitor filter migrated, and the patient developed pe while on coumadin. Approximately four years later the patient had an abdominal/pelvic computed tomography (CT) scan due to right lower quadrant pain. The scan revealed a hematoma along the subcutaneous region of the right abdominal wall and constipation. Approximately four years after the first filter was implanted, a second filter, an unknown cordis, was implanted. Approximately nine months later a cardiac catheterization was performed for angina. Findings noted moderate to severe pulmonary hypertension, normal epicardial coronary arteries with no evidence of obstructive disease and two previous filters were noted. Approximately seven years post cordis filter implant a CT angiogram of the chest was performed, a partial report was provided. The findings noted probable small filter leg fragments in the left lobe of the liver, suprarenal and infrarenal ivc filters, no evidence of pe and pulmonary artery and intracardiac embolized ivc filter fragments. An embolized filter leg in the right ventricle with penetration into the inferior interventricular septum, an additional filter leg that appears to be in the pericardial space overlying the left lateral ventricle. Two months later the patient was seen for consultation due to filter fragments near their heart. Two vena cava filters were present. The assessment states that the patient had multiple ectopic filter fragments from embolization versus migration. The suprarenal filter looks like a cordis trapease or optease filter which had been reported to fragment. The fragments did not appear to be resulting in symptoms. Due to the patient's severe co-morbidities, it was recommended that no attempt at extraction should be made. A scout radiographic image, taken approximately four years post cordis filter implant, was provided that depicts a cordis type filter and an additional non-cordis filter below it. The patient reported becoming aware of tilt, fractured struts near the heart, and migration of fractured struts, approximately five years after the cordis filter was implanted. The patient also reported anxiety related to the filter. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vena cava filters are indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, nor a cause determined. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with practitioner technique, the anatomy of the vessel, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated ivc filters and is listed in the IFU as such. Possible causes for migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The information provided indicated that the initial filter migrated. Without the limited information provided and no imaging available for review a clinical determination of what factors may have led to the events cannot be made. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, fracture, and migration of fractured struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records the patient had a history of large pulmonary embolus (pe), thyroidectomy, bilateral hip arthroplasty, hysterectomy and pericardial tamponade, arthritis, carpal tunnel syndrome (right wrist) hypertension, obstructive sleep apnea on CPAP, pulmonary hypertension, vasculitis, oophorectomy and thyroidectomy. The indication for the initial filter implant was pe and did not tolerate anticoagulation well. A bard g2 retrievable inferior vena cava filter was implanted via the right common femoral vein, below the level of the renal veins. The patient tolerated the procedure well. Subsequently, the bard filter migrated, and the patient developed pulmonary embolism while on coumadin. Approximately four years later the patient had an abdominal/pelvic computed tomography (CT) scan due to right lower quadrant pain. The scan revealed a hematoma along the subcutaneous region of the right abdominal wall and constipation. Approximately four years later a second filter, an unknown cordis, was implanted. Approximately nine months later a cardiac catheterization was performed for angina. Findings noted moderate to severe pulmonary hypertension, normal epicardial coronary arteries with no evidence of obstructive disease and two previous filters were noted. Approximately seven years post cordis filter implant an CT angiogram of the chest was performed, a partial report was provided. The findings noted probable small filter leg fragments in the left lobe of the liver, suprarenal and infrarenal ivc filters, no evidence of pe and pulmonary artery and intracardiac embolized ivc filter fragments. An embolized filter leg in the right ventricle with penetration into the inferior interventricular septum, an additional filter leg that appears to be in the pericardial space overlying the left lateral ventricle. Two months later the patient was seen for consultation due to filter fragments near their heart. Two vena cava filters were present. The assessment states that the patient had multiple ectopic filter fragments from embolization versus migration. The suprarenal filter looks like a cordis trapease or optease filter which had been reported to fragment. The fragments did not appear to be resulting in symptoms. Due to the patient's severe co-morbidities, it was recommended that no attempt at extraction should be made. A scout radiographic image, taken approximately four years post cordis filter implant, was provided that depicts a cordis type filter and an additional non-cordis filter below it. Additional information received per the patient profile form (ppf) states that the patient experienced tilt, fractured struts near the heart, and migration of fractured struts. The patient became aware of the reported events approximately five to six years after the cordis filter was implanted. The patient was fearful that the filter might cause further damage.